Event description:
The customer reported that a nurse turned the knob for left drive pressure on the css console backup controller and turned the knob too far clockwise, with a pressure reading of 270. She turned the knob counter clockwise to lower the pressure, but the pressure reading did not change. The customer also reported that the pressure gauge was tapped to see if the needle was stuck, with no effect. The backup controller on the css console was removed onsite and replaced wit another controller. There was no pt impact. The pt was supported by the primary controller when the issue was observed, and the pt is still supported by the primary controller on the css console. The controller that was removed from the css console was returned to syncardia for evaluation. Visual inspection revealed that the pointer in the left drive pressure gauge was detached from the movement arm, verifying the customer-reported issue that when adjusting the left pressure, there was no movement from the pointer on the left pressure gauge. The controller was then installed in a css console and subjected to testing per the console test validation protocol. The left drive pressure was adjusted per the wcomdu software to 180 mmgh, since the left pressure gauge was inoperable. Even though the left pressure gauge was inoperable, the pressure measurement was still able to be taken from the wcomdu software. The controller passed all sections of the test without anomalies.

Manufacturer narrative:
The left drive pressure gauge was replaced. The controller then passed all final performance testing, including testing specific to the accuracy of the pressure gauges. This failure mode presented no risk to the pt, since the controller was still providing adequate pressure measurements per the wcomdu software. In addition, the css console has a redundant, primary controller. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.